Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) system the right ventricular (rv) lead exhibited undersensing, a flat bipolar electrograms (egm) and intermittent bipolar low impedance as the pocket was being closed. It was suspected that the rv lead was fractured, and the lead was explanted and replaced. During the explant the right atrial (ra) lead slack came back. It was noted that the physician had difficulty passing the stylet through the lead. When the ra lead slack was replaced the lead exhibited intermittent bipolar sensing with the egm disappearing again. The ra lead was also suspected to have a lead fracture and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The proximal conductor of the lead became extrinsically distorted due to flattening. The distal conductor of the lead was extrinsically over-rotated. There was blood on the proximal conductor of the lead and it was not obstructed. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a tear. The analyst noted that the stylet insertion test was failed due to distortion of distal conductor within is-1 connector. If information is provided in the future, a supplemental report will be issued.